Event description:
A report was received stating that the pump battery was no longer charging, and further investigation revealed that the usb port was broken, preventing the pump from being plugged in. There was no reported impact on the customer's blood glucose level. A replacement pump was provided.